Manufacturer narrative:
Device eval: the device will not be returned for eval. A follow-up report will be submitted when the eval has been completed. Eval: conclusion: a follow-up report will be submitted when the eval has been completed.

Event description:
Two rotators leaked during use. No harm or injury was reported. This is one of two reports for this complaint: 1721504-2011-00050.